Manufacturer narrative:
The lens was returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens vaulted asymmetrically (z-syndrome). The lens was explanted and another lens of a different model was implanted. In the surgeon's opinion the likely cause of the event was superior haptic anterior vaulted/tilt. The patient's current prognosis is good. This report refers to the patient's left eye.